Event description:
It was reported that approximatley 16 moths after treatment with hydrosorb mesh, pt returned with pseudoarthrosis (failed bone grafting). Pt received second revision surgery with removal of hydrosorb mesh.